Event description:
The customer called and reported receiving motor error as well as motor position encoder error alarms on the insulin pump. The insulin pump was possibly exposed to magnetic resonance imaging. Customer's blood glucose was 368 mg/dl, which was treated with manual injection. Customer was able to complete the rewind sequence with the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. The insulin pump was unable to perform the displacement test or verify alarm in the alarm history screen due to constant motor error. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.